Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where two implants were placed. The patient complained of radicular pain following the procedure. X-rays indicated that the most cranial positioned implant was impinging on the neuroforamen. Two days after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant and added two new implants in different positions. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.